Event description:
Customer reported issue with hiv reagent position not registering correctly. The reagent was incorrectly identified as a cea reagent pack. Fourteen pt samples were ordered for testing. Instead of the tests being run with hiv reagent, the samples were run with cea reagent. Erroneous results were not reported. The investigational unit could not identify root cause of customer complaint.